Manufacturer narrative:
Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic indicated that the initial procedure was uneventful and did not request field service or clinical support.

Event description:
On (B)(6) 2013, patient underwent uncomplicated lasik intralase on both eyes. On his 1 day post op, customer noted left eye felt a little sore and blurry. Patient denied rubbing the eye, but wife stated that eye was slightly open when sleeping and heater is on left side of face. On exam, it was noted a dislodged/slipped flap of approximately 2 mm superiorly. Patient was taken to the surgery suite and flap was lifted rinsed, stretched and repositioned. Patient instructed to go home and take 4 hour nap and restart drops as if it were day 1. Patient examined next day on (B)(6) 2013, where flap was found to be in good position. Vision 20/50 on the left eye with a few soft striae remaining. Patient was seen on (B)(6) 2013, slit lamp exam noted flaps in good position and visual acuity sans correction was 20/20 on both eyes. Additional follow up was obtained. Striae was resolved at day of intervention. Patient is doing well. No sutures were required.